Event description:
The complaint was reported as: complaint alleges: during a total joint procedure, the head flew off the shaft of the instrument. There was no medical intervention. No pt or medical staff injury reported.

Manufacturer narrative:
Device sample has not been rec'd by MFR in time for this report.